Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was opened for use during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the inner seal package was compromised and the sterility condition of the device was not maintained. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device problem code: 1444 captures the reportable event of unsealed device packaging. Investigation results: visual evaluation of the device revealed that the pouch was not sealed and had no signs of sealing. Based on the information available and the analysis performed, the most probable root cause is manufacturing deficiency. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was opened for use during a procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the inner seal package was compromised and the sterility condition of the device was not maintained. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.